Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The maude report from FDA - mw# (B)(4) indicates that the risk manager from an undisclosed healthcare facility reported that an anterior partial corpectomy of c5 and c6 with spinal cord and nerve root decompression was being performed. The vertebral spreader screw at c6 broke off flush and was left in the pt. There was no indication of pt injury. No further info available. User facility did not want their ID info shared according to FDA office.